Event description:
It was reported that a few hours after implantation, the ra lead disloged. The physician tried to reposition it on the same day but the lead dislodged twice. The physician decided to exchange the lead.